Event description:
It was reported that the patient underwent an anterior cervical arthrodesis at c5-6 with rhbmp-2/acs and peek interbody prosthetic s pacer to treat pseudoarthrosis c5-6 with neck pain. Peek interbody spacer was packed with bmp2. Intraoperative neurophysiologies monitoring using the nim spine system. 196 days post-op, the medical records indicate mild to moderate degenerative disk disease at the c4-5 disk space level. 213 days post-op, the patient presented for follow up. Per the physician's notes, "he had been seen by dr (B)(6) at another pain clinic in latter part of (B)(6). At that time, she was in flare up of fibromyalgia." Shows pain in upper left side of extremities. "Recently approved for state supported disability, but she will not have insurance until next year." The patient presented for psych evals at 259 days, 285 days, and 320 days post-op. Notes state in evaluation that "she is very stressed secondary to her health issues. She is very concerned that she is becoming dependent on her brother and grandmother for financial and physical support." "There are other health problems that also enhanced her level of anxiety." "Largely, this revolves around financial issues." "Son that has learning disabilities and is also financially dependent on the patient and is unable to work." 363 days post-op imaging studies indicate: "c4-5: there is minimal concentric disk bulge causing only minimal ventral thecal sac eff acement. C5-6: small left uncovertebral osteophytes are present. C6-7: there is a suggestion of mild diffuse disk bulge. This causes only mild ventral thecal sac effacement." 416 days post-op, medical records indicate that the patient developed pseudoarthrosis x2 with recurrence of neck pain cervical radiculopathy, cervical laminectomy. 417 days post-op, a chest x-ray was performed due to shortness of breath. Study indicated "no consolidations. The esophagusis air-filled." 571 days post-op imaging studies indicate "large anterior osteophyte arises from the inferior endplate of the c4 vertebral body." 775 days post-op imaging studies indicated "postoperative changes of anterior and posterior fusion at c5-6, with intervertebral disc cage at c5-6. The posterior right c6 screw is slightly long, and projects over the posterosuperior right c6-7 neural foramina." 889 days post-op, the patient continues to report posterior neck pain and headaches. She also reports chronic headaches which occur approximately every 2-3 days.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.